Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead had previously had pacing impedances around 1400 ohms. During a generator changeout the lead was tested through the pacing system analyzer and exhibited pacing impedance measurements at 1800 ohms. Once the lead was connected to the new generator the pacing impedances were greater than 2000 ohms. The thresholds and sensing were found to be acceptable and stable. No adverse patient effects were reported. It was determined that the physician elected to continue to use the pace/sense portion of this lead with high pacing impedances.